Event description:
Follow-up showed that it was likely that in (B)(6) the patient had come back for a mitral valve that he didn¿t fix during the first surgery in (B)(6) and that the aortic valve was likely replaced from oversizing that led to the mitral valve worsening. No other additional details were provided from the surgeon¿s office.

Event description:
The manufacturer received patient tracking form on 29 nov 2016 with following information: mitroflow dla, size 25, sn# (B)(4)was implanted at aortic position on (B)(6) 2016 and information about the second implant that mitroflow dla, size 23, sn# (B)(4) was implanted in the same aortic patient at same hospital. No further information was provided.